Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the limited information available, the definitive root cause of the reported event cannot be established. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Event description:
Manufacturer became aware of the following event through patient tracking department. Reportedly, a carbomedics top hat s5-023 that was implanted and explanted intraoperatively on (B)(6) 2024. Based on the further information received, the device was explanted due to leakage/regurgitation and was replaced with a medtronic avalus bioprosthetic valve. No other details are available at this time.